Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no charge/battery lasts less than expected. Device received with cracked case near display window corners noted.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, cracks on the casing and buttons were hard to press. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.